Manufacturer narrative:
(B)(4). Baxter rec'd and eval the device. The device was found out of spec in relation to the reported sys error 105 which was not reproduced. Sys error 105 was confirmed through an eval observation when the device was powered on and found to b caused by a failed motor and severed motor mount screws. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt involvement.